Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was difficult to place. The physician attempted to use another lv lead for implant, resulting in placement difficulty. Both leads were not used. No patient complications have been reported as a result of this event.